Event description:
It was reported that the day of insertion, the clinician noticed the injection hub on the proximal extension line came off. As a result, the catheter was exchanged without difficulty or complications to the patient.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.